Manufacturer narrative:
On (B)(4) 2012, the intuitive surgical clinical sales representative (csr) present during the surgical procedure indicated that when the surgeon took control of the medium-large clip applier instrument, to apply the wek hem-o-lok clip to the patient's cystic duct, the surgeon inadvertently closed the grips on the medium-large clip applier instrument, causing the clip to fall into the patient. The site irrigated and suctioned the surgical area to retrieve the clip; however, the misfired clip is believed to be free floating. The csr indicated that inspection of the instrument by the surgical staff found no damage and the planned surgical procedure was completed with the same instrument.

Event description:
It was reported that during a da vinci si single-site cholecystectomy procedure, the wek hem-o-lok medium-large clip installed on the 5 mm medium-large clip applier instrument fell into the patient's abdominal cavity. The clip was not retrieved. No patient harm, adverse outcome or injury was reported.